Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during fill 1 of 3. A fluid leak was subsequently discovered in step 9 of treatment complete. Fluid was found in both the pump module area and on the external portion of the cassette. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the pdrn confirmed the reported event of fluid discovered in the pump module area and on the external of the cassette. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient completed treatment on a different cycler at the clinic on the day of the reported event. The pdrn confirmed the cycler has been retained for continued use at the clinic. The pdrn confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during fill 1 of 3. A fluid leak was subsequently discovered in step 9 of treatment complete. Fluid was found in both the pump module area and on the external portion of the cassette. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the pdrn confirmed the reported event of fluid discovered in the pump module area and on the external of the cassette. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient completed treatment on a different cycler at the clinic on the day of the reported event. The pdrn confirmed the cycler has been retained for continued use at the clinic. The pdrn confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.